Event description:
Additional information received from the company representative reported the patient lost confidence in the physician and did not return for the scheduled appointment. It is suspected they have found another ophthalmologist.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review shows no abnormalities. All laser system functions were within specifications at this day. During treatment two breaks occurred due to secondary energy too low. This message was confirmed by pressing ok key and the treatment was completed to 100%. Last treatment was interrupted because laser pedal was released, but treatment was 100% performed. No technical root cause was identified as the product was found to be within specifications. According to health care professional, the patient also had previous eye diseases which could be a contributing factor. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported a patient who had previous surgery years ago resulting in a decentered ablation. The patient then underwent intraocular lens implantation resulting in double images. The surgeon performed topography guided refractive treatment. Post operatively the epithelium was repositioned and a bandage contact lens was placed. The patient developed a corneal infiltrate in the left eye. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.